Event description:
It was reported that t1 and t2 could not hold in meniscus and got pulled out during synching. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent on two planes. No suture or ts remain on the delivery needle or were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.

Manufacturer narrative:
One (B)(4) fast fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Difficulty with reaching the desired tissue location. 2. Inadequate tissue conditions. 3. Incomplete needle penetration through meniscus. 4. Anchor placement distance pulling on suture of other anchor. 5. Suture cinching around anchor lengthwise encouraging pull back through tissue. Final product met predetermined specifications upon release to distribution.